Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The patient was hospitalized prior to death. While hospitalized, pd therapy was ongoing using a hospital cycler. The patient was not performing therapy with a hc device at the time of death. An autopsy was not performed and a death certificate was not available. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.